Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii aortic extension was implanted in a patient for the endovascular treatment of a penetrating atherosclerotic ulcer (pau) distal to coarctation. The endurant ii aortic extension etcf2323c49e was deployed and the graft opened successfully but the suprarenal stents would not release. It was reported the back end wheel mechanism was functioning. A balloon was inflated within the stents in attempt to release the suprarenal stents. The delivery system was eventually removed, and upon several attempts at ballooning the suprarenal stents, they expanded. The event was resolved. The physician has reported the cause of the event could not be determined. No additional clinical sequelae were reported and the patient is fine.